Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device became stuck and could not be removed. It was suspected that the footplate got stuck and could not be closed. A surgical cutdown of the vessel was performed to remove the device. The sheath was upsized to an 11f sheath, and the tavr procedure was completed. Post procedure, hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.d09, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment. Medwatch report #: mw5118245na.

Event description:
User facility medwatch #mw5118245 report received that states "the device in the right common femoral access site became stuck and could not be removed from the artery. Because of this maldeployment, vascular surgery consultation was requested." No additional information was provided at this time.